Event description:
As reported: the drill tip broke off intraoperatively. All the debris were removed from the surgical field/patient.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. The device was discarded.